Manufacturer narrative:
The patient's chronic driveline infection is reported under MFR 2916596-2021-01856.

Event description:
It was reported that the patient had low flow/ low speed alarms before going to sleep. The initial alarm occurred while the patient was changing power. The wife thought that the patient was not connected securely. The patient changed the controller which resolved the alarm. The patient had loss of consciousness with this episode prior to the controller change. After arriving to the emergency department the alarm occurred again when he was connected to the power module. The vad coordinator suspected driveline fractures. There was one spot on the x-ray that looked potentially suspicious, just outside the exit site. The log file for the initial controller (B)(4) showed low speed and high power events. This occurred just after connecting to the white power lead to the power module. These low speed and high power events continued until the controller was changed on (B)(6) 2021 at 23:06. There was a pump stop noted at 23:06. The changed controller (B)(4) showed clock not set and captured low speed and pump stop events when connected to the power module which resolved when connected to battery power. The patient has a chronic driveline infection with a large abscess that has been draining heavily. Related MFR #2916596-2021-01367. Related MFR #2916596-2021-01374.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed / low flow alarms during a power source exchange was confirmed; however, the system controller was determined to have been unrelated to the reported event. The log file provided from controller pcx-18925 was reviewed, containing data spanning approximately 14 days (23feb2021 ¿ 08mar2021 per time stamp). On 08mar2021 at 22:58, the patient¿s pump speed was observed to drop to approximately 2990 rpm during a power source exchange, from batteries to the power module. The pump¿s speed remained below the low speed limit (<9400 rpm) throughout the remainder of the log file, ranging from 0 ¿ 7330 rpm, and the patient¿s driveline phases were also observed to decrease throughout the remainder, becoming out of sync with phase 2. The patient¿s driveline was observed to have been disconnected on 08mar2021 at 23:07 in order to conduct the reported controller exchange. The provided log file from the patient¿s backup controller was also reviewed, and another pump stop event was observed when the patient was connected to the power module. Atypical events related to the system controller (B)(6) were not observed throughout the data, as all atypical speed-related events observed within the log files appeared consistent with a potential driveline issue. The system controller, serial number (B)(6), was not returned for analysis. Per information observed within the log files, the system controller was determined to have been unrelated to the root cause of the reported event. All atypical events that appear consistent with a potential driveline issue have been addressed via the pump¿s investigation. The heartmate ii patient handbook instructs users on how to resolve any alarms that sound from their system controller, including alarms associated with low flow / red heart conditions. The heartmate ii patient handbook instructs users on how to handle emergencies, including situations where the pump has stopped running. Users are urged to connect to a new power source if their current source is not providing voltage. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.